Event description:
The customer called into technical support (ts) reporting that the device alarmed machine pressure sensor autozero failed on screen at start up, not able to clear alarm at time of incident but then was not able to duplicate when tested in biomed, noted error code 1109 in the log. The customer reported there was no patient involvement at the time the issue was discovered. However, this issue was discovered during pre-use setup. No medical intervention was provided to the patient, nor was a delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse advised the customer that the unit is under contract, dispatched to field for onsite service. The field service engineer (fse) replaced the gds assembly to resolve the reported issue. The device passed the required performance verification tests per the philips standards.

Manufacturer narrative:
The removed gas delivery system (gds) was returned to the failure investigation lab (fi). A visual inspection of the component revealed no evidence of damage or contamination. The fi technician installed the gds into a fi ventilator to duplicate the reported issue. The customer complaint cannot be verified. The returned gds passes all testing. There was no fault found.

Event description:
The customer called into technical support (ts) reporting that the device alarmed machine pressure sensor autozero failed on screen at start up, not able to clear alarm at time of incident but then was not able to duplicate when tested in biomed, noted error code 1109 in the log. The customer reported there was no patient involvement at the time the issue was discovered. However, this issue was discovered during pre-use setup. No medical intervention was provided to the patient, nor was a delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse advised the customer that the unit is under contract, dispatched to field for onsite service. The field service engineer (fse) replaced the gds assembly to resolve the reported issue. The device passed the required performance verification tests per the philips standards.